Event description:
Pt reported she had an essure procedure performed in (B)(6) 2008. Pt found out she was pregnant on (B)(6) 2012, and was treated with methotrexate and sent home since she was not having any adverse reactions or pain.

Manufacturer narrative:
(B)(4).